Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: (B)(4). This report is for malfunction to include: graft loss/calcification. Springer (2008) published: "calcified integra membrane : one possible cause of skin graft failure in the second stage of integra use" "the use of integra as an artificial dermal regeneration template is well established. Following initial use of integra to resurface the wound bed, the second stage involves removal of the silicone layer and application of a split skin autograft. Previous histological studies have shown that neo-vascularisation of the integra occurs between 2 and 4 weeks, and therefore, skin grafting over the integra is recommended at any time after this period. We present a case of an infant with 38% total percentage of body surface area in whom we performed early burn excision and immediate application of integra. In this case, the second stage of skin grafting was delayed, resulting in the formation of a crusty white membrane over the integra. Histological analysis with a von kossa stain revealed evidence of calcification within the superficial layers of the integra. Each leg was initially treated differently. In one leg, mechanical scrubbing of this layer was performed. The subsequent results of grafting in this leg were unsatisfactory, and repeat grafting was necessary. In the other leg, tangential excision using a watson knife was performed before grafting. This produced much better results in terms of skin graft 'take'. The causes of calcification in biomaterials are discussed, and recommendations are made on the basis of the clinical findings in this particular case. Case study: an 11-month-old child was admitted to the welsh centre for bums and plastic surgery with 38% mainly full thickness bums to the chest, abdomen, right arm and both legs. Following escharotornies and fasciotornies of both lower limbs, the child underwent excision of all bum areas and application of integra. Over the following few weeks, the infant underwent multiple dressing changes under general anaesthesia. At post-bum day 22, the chest and right arm were grafted with a thin epidermal autograft taken from the back, abdomen, and remaining chest. Overall, there was good graft take in these areas, although a few minor patches required further grafting. Stage 2 grafting of the legs was delayed to allow donor sites on the abdomen, chest and back to heal. The left leg was grafted at post-bum day 29. At this stage, there was clear evidence of vasculariastion of the integra in terms of its color and blanching. In addition, the integra was firmly adherent to the underlying wound bed. The silicone layer was removed, revealing a thin white calcified layer over the lntegra. The layer was cleaned with a betadine hand­scrubbing brush before a thin sheet autograft was applied. Initially, graft take was very good; however, by post-bum day 37, most of the skin graft had been lost. There were no clinical signs of any hematoma or infection present. Following multiple further dressing changes, a repeat skin graft of the left leg was performed at day 47 post-bum. On this occasion, the graft healed very well, and no further grafting was necessary. Stage 2 grafting of the right leg was delayed until post­bum day 63 to allow the donor sites to heal for a second time. As with the left leg, there were obvious signs of vascularisation of the integra at this stage. The integra was peach-coloured and blanched on palpation. On closer inspection, vessels could be seen running through the integra itself. However, when the silicone sheet was removed, a thick crust of calcification was found overlying the integra. This 'crust' was biopsied and sent for histological analysis. On h&e staining of these specimens, there was evidence of inflammation and fibrosis throughout the integra. Giant cell macrophages were also seen with this stain, indicating a chronic inflammatory reaction. Further to this, a von kossa stain was performed, which specifically targeted the calcium for staining. Using this solution, calcification was clearly seen in the superficial areas of the lntegra. The areas of calcification were initially 'peeled' off and then formally excised using a hand-held watson knife until pinpoint bleeding was found. A thin split skin graft was applied, and on this leg, the graft took very well. "In this paper, we present a case of calcification of integra in an infant with a large bum surface area. In this patient, the integra dermal regeneration template became calcified to the extent that the second stage of split skin autografting was impaired. This complication resulted in the need for additional dressing changes under general anaesthesia, a repeat skin graft operation and, overall, a prolonged inpatient stay.".

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the most probable root cause is most likely attributable to inadequate environment for wound healing. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a